Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. Patient code (B)(4): no code available (secondary surgery, lens exchange) (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.5/+1.0/039 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2018 the lens was exchanged for a longer lens due to low vault. The problem was resolved.

Manufacturer narrative:
Device evaluation: lens was returned dry in micro-centrifuge. Visual inspection found haptic tear and lens caught with vial cap. Claim #(B)(4).